Event description:
This pacemaker was not implanted due to out of pocket oversensing at the implantation procedure.

Manufacturer narrative:
(B) (4). The device was not returned for analysis. Therefore, the device specifications from the implant manual were reviewed. As mentioned in the implant manual, proper device operation should be checked at implant when the device is already in the pocket. In absence of data and the device, no conclusion can be drawn regarding the reason of the observed oversensing. (B) (4): device was not returned.